Event description:
A pharmacist contacted bayer on behalf of a customer. The customer received a reading of 107 mg/dl using his contour meter. Paramedics were called and they received a reading of 34 mg/dl using their meter. The customer was unable to remember why the ambulance was called or if he received treatment. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The contact information was not provided for the pharmacist (e1).